Event description:
The customer reported that he was hospitalized for high blood glucose. The customer's blood glucose was 269 mg/dl, which was reportedly not going down despite bolus delivery attempts. The customer's symptoms included light-headedness and vomiting. At the hospital, it was discovered that the customer may have had an infection or problem with his appendix. He was administered intravenous fluids and the insulin pump was removed after urinalysis. At the time that the customer was reporting the hospitalization, he was receiving a motor error alarm that occurred during manual prime. His blood glucose was 133 mg/dl. The insulin pump was not exposed to a magnetic field and the customer was able to complete the rewind sequence. The customer stated there was only one basal rate and there should have been three. The customer stated the settings had not recently been adjusted. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube and battery tube threads. There were minor scratches on the display window. (B)(4).